Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # a98l5f. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcm20 device was returned with no apparent damage. Upon testing, the device was cycled and it fed and formed five (5) malformed clip. Upon disassembling, the camplate was found to be broken causing the malformed clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Device history review: a manufacturing record evaluation was performed for the finished device batch a98l5f number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each product please clarify every device issue presented how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown open cardiovascular surgery, the tip of the clip is slightly bent. Sometimes it loads and sometimes it doesn't. The replacement product has been used without any problems and has not affected the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.